Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead revision and device changeout. It was reported that during ventricular tachycardia, the patient received three rounds of anti tachycardia pacing from the right ventricular (rv) lead that did not capture, whereas the high voltage shock converted the rhythm. The rv lead had a history of high capture threshold and it was capped and replaced during procedure on (B)(6) 2020. There were no complications and the patient was stable.